Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that the thunderbeat 5 mm, 35 cm, front-actuated grip type s active jab (ultrasonic) part of the instrument broke after one use. The intended therapeutic procedure was completed with another similar device. There were no reports of patient harm/injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection; however a photo of the device defect was provided, and the reported failure was confirmed. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue due to stress problem identified, which is problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.